Manufacturer narrative:
Date of death: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for complex regional pain syndrome type I and spinal pain. It was unknown when the ev ent/difficulty occurred and the date of death was unknown (would follow-up for more information). It was reported the patient passed away possibly related to opioid overdose. It was noted the patient had intense pain following hip surgery and it was unknown if any diagnostics/troubleshooting was performed. The patient post hip surgery was given oral opioids from the surgeon. The doctor did increase the dose two days prior to death. It was noted the patient may have been overtaking his oral opioids from the surgeon. Reason for death has not been concluded. An autopsy was being performed. It was unknown if the issue was resolved at the time of this report. It was noted the rep would obtain information from the hcp on (B)(6) 2018. Other medications the patient was taking at the time of the event were unable to obtain, not available. It was unknown if surgical intervention was planned, but would follow-up for more information. The patient¿s weight was unknown, asked and would not be made available (legal/confidential reason) and the patient¿s medical history was asked and would not be made available (legal/confidential reason).